Manufacturer narrative:
Device evaluation of monitor (B)(4) is underway. Upon investigation the monitor failed an incoming pulse test and displayed a service code 110. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
While investigating a monitor for an unrelated issue, a reportable problem was discovered. The monitor failed incoming pulse testing and displayed a service code 110 (overvoltage cleared no energy).

Event description:
While investigating a monitor for an unrelated isssue, a reportable problem was discovered. The monitor failed incoming pulse testing and displayed a service code 110 (overvoltage cleared no energy).

Manufacturer narrative:
Follow-up report #1: additional information - 06/12/2018: device evaluation of monitor was completed. The cause for the service code and pulse test failure was isolated to a defective u1005 driver/receiver on the computer/analog pca. The root cause for the defective u1005 driver/receiver could not be positively identified. Device evaluation of monitor sn (B)(4) is underway. Upon investigation the monitor failed an incoming pulse test and displayed a service code 110. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.